Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. The malf 6 malfunction code appeared, and cts provided pump reset information to assist the caller in resetting the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The issue did not recur after the pump was reset, and the customer was advised to continue using the pump and to call back if the issue recurred. No additional information was received regarding the outcome of the event.